Event description:
Information received by medtronic stated that the customer alleged pump is under delivering because every time the customer went for shower the blood glucose level kept on rising. They were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 321 mg/dl. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was treated with insulin pump for the high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.